Manufacturer narrative:
(B)(4). Approximate age of device - 50 days. An autopsy was not performed and the device was not explanted. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient passed out and slumped over and was admitted to the hospital. A CT scan revealed a hemorrhagic stroke. The patient¿s inr upon admission was 2.6. The lvad parameters had been stable with no alarms reported. A system controller log file submitted to the manufacturer's technical services representative for review showed no unusual events were recorded. The patient later expired on (B)(6) 2016 with the cause of death reported as due to intracranial hemorrhage and acute bilateral anterior cerebral artery stroke. An autopsy was not performed. No additional information was provided.